Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with blank display as a result of a corroded electronic and motor assembly. Further testing was not performed due to the blank display.

Event description:
The customer reported that the insulin pump had unresponsive buttons. The blood glucose reading at time of the call was 216 mg/dl. Troubleshooting was performed and the device alarmed. The customer also reported that the insulin pump was exposed to water. No further information was provided.